Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to low anterior resection surgery, the surgeon was not able to press the green button, could not squeeze the handle and the device did not fire. There was no patient involvement.